Event description:
The reporter alleged a discrepant result on the suspect device when compared to a lab. The device result reported was 2.1 inr. The lab result reported was 3.4 inr. The device was replaced and requested to be returned for eval.